Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and a customer service engineer (cse) was dispatched. Cse replaced, primed, and aligned the sample arm (s1) probe and mixer. Cse also performed a bottom of cuvette correction (bocc), replaced and aligned the reagent preparation probe, and replaced and aligned the aliquot probe. Cse inspected the aliquot probe and found that it was filled with gel. Consequently, cse also cleaned the aliquot drain. Cse found that there was an issue with photometer 293 and replaced and aligned the lamp. Cse performed a repeat mix test and instrument was fully functional. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2517506-2019-00458 was filed in association with this event.

Event description:
A discordant, falsely low carbon dioxide patient result was obtained on a dimension vista 500 instrument. The initial result was reported to the physician(s) and questioned. The same samples were repeated on an alternate dimension vista 500 instrument. The repeated result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant result.